Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, several pulse current faults were revealed in the monitor's flag files. The flag files show evidence of excessive current draw by the monitor. The cause of the excessive current draw could not be positively identified. Component obsolescence prevented replacement to identify root cause. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), pulse current fault flags were revealed in the pt flag files. The last pt to use this device did not report any deficiencies.